Event description:
During an in clinic follow-up, a diagnostic anomaly resulting in the appearance of loss of capture on the right ventricular channel during an atrial channel capture test was observed. Abbott technical support was contacted and no intervention has been performed at this time to resolve the event.

Manufacturer narrative:
An investigation was performed on the device software. The complaint of unexpected loss of ventricular capture during an atrial capture test was confirmed. This is due to the rv pulse amplitude that is to be used during the atrial decrement test being set to an incorrect value when rv autocapture is on prior to starting the atrial capture test on the merlin programmer. No malfunction or defect was observed on the device.